Manufacturer narrative:
As reported, the envelope containing the ventralight st mesh was stuck within the seal of the sterile foil pouch. The pouch was received opened from the chevron end as intended and the inner envelope which contains the mesh is found to be stuck in the manufacturing seal as reported. Further review of the returned sample is currently ongoing. When the sample evaluation is complete, a supplemental MDR will be submitted. To date, this is the only reported complaint for this manufacturing lot of 420 units. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on sample and manufacturing process evaluation performed, returned sample condition is determined to be a manufacturing-generated condition. Root cause is an incorrect foil-foil sealing process and visual inspection performed during the manufacturing of the product. Awareness training regarding the found condition was provided to the appropriate manufacturing personnel. A cid was issued for further investigation. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ventral hernia repair procedure when the sterile foil pouch containing the envelope with the ventralight st mesh was opened, the envelope was noted to be stuck within the seal of the sterile foil pouch. The customer felt the mesh was unsterile and used another mesh to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the envelope containing the ventralight st mesh was stuck within the seal of the sterile foil pouch. The pouch was received opened from the chevron end as intended and the inner envelope which contains the mesh is found to be stuck in the manufacturing seal as reported. Further review of the returned sample is currently ongoing. When the sample evaluation is complete, a supplemental MDR will be submitted. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ventral hernia repair procedure when the sterile foil pouch containing the envelope with the ventralight st mesh was opened, the envelope was noted to be stuck within the seal of the sterile foil pouch. The customer felt the mesh was unsterile and used another mesh to complete the procedure. There was no patient injury.